Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned for evaluation. A photograph was received and reviewed; it showed medication between the ay bag and housing. The most probable cause was that ay bag was not handled properly during assembly process. Training on proper bag assembly care was done to production and quality personnel.

Event description:
It was reported that, during filling, the bag had a cut in it and the narcotic flowed out into the hard case. No patient injury was reported.